Event description:
It was reported that in preparation for a procedure, the shaft of the quantum maverick monorail catheter was found broken in the packaging. This product was never used on a patient.